Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the iab would not calibrate. The customer attempted to troubleshoot, but was unsuccessful. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing was performed and no leaks were detected.the reported event cannot be confirmed by the evaluation. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period apr2019 to mar2021 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information.reference complaint # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the iab would not calibrate. The customer attempted to troubleshoot but was unsuccessful. There was no patient harm or adverse event reported.